Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4)

Event description:
It was reported that the screw broke during surgery. The procedure was completed successfully.

Manufacturer narrative:
Alleged failure: screw broke. According to biocomposites: probable root cause: use of damaged or bent driver. Insertion over bent guide wire . Leveraging or toggling the engaged screw over to one side . The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4). The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the screw broke during surgery. The procedure was completed successfully.